Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope and a remote interrogation was performed. Review of the electrogram (egm) from the remote interrogation noted loss of capture (loc) on the right ventricular (rv) channel. The patient was brought into the office where they were not able to reproduce the loc. It was noted that the rv threshold and impedance measurements were increased. The rv impedance measurement was currently at 1100 ohms. The cause of the loc was not determined, thus a revision procedure was performed. During the procedure the rv lead was surgically abandoned and replaced. The pacemaker was explanted and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.